Manufacturer narrative:
The customer¿s reported experience with the pcu shutting down during infusion was confirmed. Physical inspection of the device noted the left iui connector was contaminated, some showed signs of corrosion; the right iui connector was in good condition. Log analysis shows on (B)(6) 2017 at 5:12am, the user started a basic infusion on pump module s/n: (B)(4) at a rate of 100ml/hr with a vtbi of 90ml. A channel disconnect alarm occurred 6 minutes and 7 seconds later. The user confirmed the channel disconnect alarm and powered down the system. Functional testing was unable to replicate a disconnect alarm. The proximate cause of the customer¿s experience with the devices shutting down during infusion was determined to be the result a channel disconnect alarm. The root cause of the channel disconnect was not determined.

Event description:
The customer reported the pc unit shut down repeatedly during an infusion of multiple vasoactive medications. There was no report of patient harm.